Event description:
Customer reported her belt clip snapped and she has no other way of carrying her insulin pump. Customer's blood glucose is 36 mg/dl. She treated with food. A replacement belt clip was sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.